Event description:
Customer reports a patient procedure not able to be performed, due to no fluoro. Customer would not provide any further information. Potential risk for injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found tube arm misaligned with the image intensifier due to the image intensifier being jammed at the foot end of the table. The jam is the result of the image intensifier travel position linear potentiometer becoming mechanically disengaged from under the table. This is not a common event as the linear potentiometer is encased under the table. There is no similar issue in the complaint system. The fse re-attached longitudinal linear potentiometer assembly, verified image intensifier alignments at the foot and head end of table. Completed beam alignment per the hydradjust plus installation and service manual. The fse then returned the system to full service.